Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced in b5 is filed under separate a medwatch report number.

Event description:
It was reported that an unspecified failure occurred with two proglide devices relative to an unspecified procedure. It was suspected that another sheath present during the deployment may have interfered with deployment. The method used to achieve hemostasis was not reported. No additional information was provided at this time.